Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level of 515 mg/dl on (B)(6) 2026. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue and no permanent damage was identified. Multiple attempts were made by tandem technical support to follow-up with the customer to obtain the release date, but no response was received.